Event description:
Per verbal communication with facility in 2007 - in preparation for a interventional cardiac procedure to place stents, act baseline confirmed using hemochron response instrument and 2 doses of heparin administered. During procedure, formation of a large hematoma noted at sheath site and procedure stopped. After additional act's performed sample sent to lab. While awaiting lab results, protamine administered and sheath pulled 15 mins later. Bleeding noted a sheath site after 20 mins and fen stop device applied. Pt became hypotensive and subsequently transfused. Pt responded to treatment and no temporary or permanent impairment reported.

Manufacturer narrative:
Customer confirmed correct functionality of system by performing liquid qc. Mfg and user reviewed event chronology. Customer indicated no temporary or permanent impairment sustained by pt.